Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, the heparin tubing was observed macerated. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was potentially due to an incorrect placement of the cartridges with the heparin line sub assembly in the containers, and an overstress generated in the tube during the assembly steps of the manufacturing, leading to a rupture (maceration) in heparin tube. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating through ¿cassette¿ of a gambro cartridge dn prime line during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.